Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, a hole in the balloon was suspected to be causing fluid loss within the system. It was further confirmed that the hole was identified when air was observed in the system and a perforation was visible in the balloon. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, fluid leak, hole/perforated and air in system/component are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.